Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that the pump emitted multiple loss of prime warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/08/2015: device evaluation: the pump has been returned and evaluated by product analysis on 08/19/2015 with the following findings: a review of the pump¿s black box showed multiple loss of prime warnings associated with low non-zero force. During testing, the pump was exercised for 24 hours with no alarms. The force sensor calibration was found to be within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.